Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: brief inquiry description: caresite cap falling off extension set. Detailed inquiry description: two times this week, the end cap on the 8 inch caresite micro set with removable caresite micro luer access device and spin lock connector fell off while drawing labs on a patient. If the end cap is removed, there is no valve keeping the blood flow in. When rn was drawing labs, the end cap of the extension set fell off causing patient's blood flows out of the piv. Blood went on the patient, and it caused a large mess.

Manufacturer narrative:
This report is being submitted to update the annex f field to 4613 for minor injury.